Manufacturer narrative:
Device history record (DHR) was reviewed and no discrepancies were found. The spectrum smart cable was replaced for the customer. At the time of this report, the smart cable has not been returned to verathon for evaluation, however the return of the smart cable is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would freeze and static would appear on the screen when the smart cable was manipulated. A second glidescope single use avl system was used to complete the procedure, reportedly there was a one (1) minute delay while the second device was prepared. No harm to patient or user was reported.

Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable and was able to duplicate the reported issue. It was found that when the cable was connected to a verathon test monitor, the image would disappear intermittently. In addition, technical service found that when the cable was flexed near the hdmi connector, the image would show static lines. The returned cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.